Manufacturer narrative:
Concomitant medical product: sp02 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic believing that the patient received shock therapy from the implantable cardioverter defibrillator (ICD); however, no shock therapy occurred. An interrogation shows that the patient was inappropriately shocked two months prior due to oversensing of electromagnetic interference (emi). Troubleshooting could not reproduce any issues with pocket manipulation. The patient had stated that the patient was in an area where there could potentially be emi during the time of the shock. The patient was advised to avoid areas where there could be emi. The device remains in use. No further patient complications have been reported as a result of this event.